Manufacturer narrative:
(B)(4). A quantity of two were reported to be broken. One sample was available for evaluation. A sample was not available for this report. A visual inspection was performed revealing a hole on the seal between the two chambers, confirming the reported condition. The root cause of the reported condition is unknown. This is a product not distributed in the us and does not have a 510k number. A batch review was performed on the reported lot with no deviations found.

Event description:
A patient reported to baxter (B)(6) that a 2000 ml bag was broken. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.